Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the incorrect y connector was connected to the unit causing the hexavue integration system to capture only videos rather than images as expected. To resolve the issue, the technician connected the stereo y connector which allows the unit to take both images and videos. The unit was tested, confirmed to be operating according to specification, and returned to service. Steris personnel were counseled on the proper use of the y connectors and how to properly connect the connectors to the hexavue custom rack. A 1-year review of complaints confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that they were not able to take pictures from the camera during a procedure with their hexavue integration system resulting in a procedure delay. The procedure was completed successfully by manually capturing the pictures. No report of injury.

Manufacturer narrative:
Investigation of the reported event is currently in progress. A follow-up MDR will be submitted when additional information becomes available.